Manufacturer narrative:
If further information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with dafilon suture. The client reported that the needle is too blunt, used for skin suture. Additional data has not been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 9,504 units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 3 unopened pouches. The needle tips have been visually analyzed and no abnormalities have been found. (See pictures attached). The needles have been tested for penetration strength and the results for the 1st penetration are: 0.517 n, 0.592 n and 0.676 n. Two of the results do not fulfil the product specifications: 0.530 n maximum in the 1st penetration. Reviewed the batch manufacturing records of the needles used, they had a normal process and the results during the process fulfill b. Braun surgical requirements. The average results of the 1st penetration were: 0.431n, 0.455n, 0.529n and 0.455n. Fulfilling product specifications of 0.530 n of maximum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.